Event description:
The nurse states they have received 2 shipments of sharp containers from the MFR which contain mfg defects. The lids arrive without the proper "grooves" to secure a tight fit to the container. The lid is therfore and it is felt this problem poses a possible health hazard when disposing of sharps ie: needlesticks.